Event description:
On (B)(6) 2012 the reporter contacted animas to report that on (B)(6) 2012 at 10:00 am, the patient obtained a blood glucose level of 36 mg/dl, and she experienced the symptom of 'diabetic seizure'. The patient was treated with glucose tablets and soda, and her blood glucose level rose and responded. The patient did not seek any medical attention. Troubleshooting revealed all pump settings and date/time were correct; all bolus doses recorded in the pump history were accurate, and there were no issues with the infusion set or infusion site. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia while using the pump, and received treatment with food and glucose, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission 09/06/2012 device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2012 with the following findings: the total daily insulin delivery was reviewed for the date of the blood glucose event and the total daily dose reflected the user's programmed basal rates. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was tested on a 29 hour flow test and passed.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.